Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms occurred (cartridge alarm 5 and 6) during the load process. There was no impact to the customer's blood glucose level. Reportedly, customer was traveling and unable to access new cartridges. Therefore, customer reloaded the same cartridge and resumed insulin therapy.